Manufacturer narrative:
A remstar auto a-flex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. In addition, the displayed error code e-61 (err_pll_unlocked), e-19 (err_wdog_test). Attributes were verified and completed correctly. The device was scrapped. Box d, g, and h has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This device was manufactured on (B)(6) 2011 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.